Event description:
It was reported that hair in the sheets. They opened the sheets and found a hair in them. They put a sticky note on it.

Manufacturer narrative:
The reported event was confirmed manufacturing related. The reported failure was able to be reproduced. The product had caused the reported failure. Sample has been evaluated and observed a strand hair was taped on the wrapping sheet. Performed microscopic observation for the sample and confirmed that the foreign material is hair. The reported event is confirmed as manufacturing related issue. The potential root cause for this failure could be due to improper handling/ unclean machine or working area. A review of the device labeling has been conducted for investigation purpose. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in process controls are adequate to identify the defect or verify the product integrity. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hair in the sheets. They opened the sheets and found a hair in them. They put a sticky note on it.